Event description:
Medtronic received a report that two axium coils were found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the axium spring coil was stretched. After replacement, it was successfully implanted. The reported device and any accessory devices were prepared as indicated in the instructions for use(IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the coil stretch was determined. There were no issues that resulted in the damage that was found. Additional information was received. It was clarified that the cause was undetermined.

Manufacturer narrative:
The event is reported at this time based on analysis findings which indicate a possibly reportable event. Since it was unclear which device was which, reports will be submitted for both devices. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): two axium implant coils were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The axium implant coils were returned without introducer sheaths. Visual inspection/damage location details: due to the condition in which the coils were returned, it is unable to be determined which coil belongs to which pli. (Coil 1) the axium implant coil pushwire was found to be broken at load indicator and kinked at ~150.9cm from proximal end. The axium implant coil was found to be stretched and damaged. No other anomalies were observed. (Coil 2) the axium implant coil pushwire was found to be kinked at load indicator ~3.0cm from proximal end and broken but retained by release wire at break indicator. The axium implant coil was found to be stretched and damaged. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium implant coils out from within their introducer sheaths. Therefore, it is possible the axium coils became damaged upon removal from within introducer sheaths; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.